Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm. The patient experienced no continuous glucose monitor (cgm) readings (sensor failed alert) which occurred on an unspecified day after the sensor had been inserted into the arm. On 10/29/2023, the patient noticed a sensor failure alert on his tandem insulin pump while he was at home resting. The patient cannot recall how long he had not been receiving any cgm values. The patient began experiencing frequent urination, increased thirst, nausea, weakness, and was dehydrated. The patient tested his blood glucose (bg) via fingerstick, and it was high mg/dl. At this point, the patient¿s mother took the patient to the emergency room. The patient was diagnosed with diabetic ketoacidosis and was admitted to the intensive care unit. The patient was treated with thiamine, folic acid, multivitamins, and insulin. The patient was discharged home on 10/31/2023. The patient was fine and feeling normal at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.